Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that there was a pump problem. It was noted that the patient pump reached elective replacement indicator (eri) on (B)(6) 2014 and was scheduled to be replaced on (B)(6) 2014, but the patient went to the emergency room at the time of report with increased pain. It was reported that they were replacing the pump at the time of report. It was noted that the event logs for the pump showed safe state, reset occurred and reset occurred ¿ low battery both on (B)(6) 2014 and then again on (B)(6) 2014. It was reported that the pump was used to infuse fentanyl. Per telemetry strips, a motor stall occurred on (B)(6) 2014 at 07:32 and motor stall recovery occurred on (B)(6) 2014 at 07:41. It was noted in the telemetry strips shoed that the pump was set to minimum rate. It was later reported that the patient was found in safe state low battery and therefore was in minimum rate. It was reported that the manufacturer¿s representative could not get the alarm to silence. It was noted that every time the manufacturer¿s representative tried, the pump begins to critical alarming again. It was noted that the manufacturer¿s representative even tried changing the intervals but it still is alarming every 10 or so minutes instead of the hour she programmed it to. It was reported that the pump was explanted (B)(6) 2014. It was reported that the patient was originally scheduled for routine replacement on (B)(6) 2014 but presented to emergency room (ER) with pain and pump alarming. It was noted that it was found in safe state. It was reported that there was no patient injury. It was noted that the patient¿s status after the device was removed was recovered without sequela. It was reported that prophylactic removal of pump to avoid in-vivo battery depletion.

Manufacturer narrative:
Analysis of the pump found a motor feedthru anomaly. There was shorting across the insulator.